Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they visited emergency room and hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose level at the time of the incident was 500 mg/dl. Customer was experiencing high blood glucose symptoms like vomiting, difficulty breathing and other weak. Customer was alleging insulin pump for under delivery because blood glucose was raising. Customer stated that insulin pump failed. Customer was treated with intravenous insulin drip in hospital. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.